Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt palpitations, chest tightness, and severe symptoms of asthma. The electrocardiogram showed the patient in bradycardia. An ultrasound showed pericardial effusion. The right ventricular lead had no capture at the highest output and had no sensing. The physician suspected that the lead had perforated which was confirmed by x-ray. A pericardium puncture was performed to resolve the pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.